Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report.